Manufacturer narrative:
The product was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was faulty. There was no report of patient impact. Multiple attempts to obtain additional information for this reported event have been unsuccessful.

Manufacturer narrative:
Device evaluation has been completed. Analysis indicated that the remote electrode input (connector) was damaged. The electrode board was replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer.

Event description:
Additional information received indicated that no impedance issues were observed prior to the case, no white lines were observed across the screen. Intra-operative port #4 has not been able to acknowledge any kind of electrode connection, or if it does it is very brief. At some point during the case, anything connected to the 4th port will start showing emg activity indicative of a loose electrode, however re-connection or replacement of electrodes does not solve the issue. Further inspection of the box show signs of wear specific to the 4th port and the ground. However, there were no known issues with the ground, impedance values were always <(><<)>5ohms. Monitoring was able to continue using the other channels, however the channel affected by port 4 was turned off. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.